Manufacturer narrative:
Details of complaint: the customer reported that there was a signal loss on two telemetry transmitters associated with the multiple patient receiver (org). No patient harm or injury was reported. Investigation summary: as the reported device was not returned for evaluation, a root cause cannot be determined. Complaint history review of the customer's account reveal additional complaint reporting of signal loss. These events were reported to be intermittent. As such, it is likely that the signal loss was being caused by environmental factors that would interfere with wmts frequencies. There is no evidence that a nihon kohden device malfunctioned.

Event description:
The customer reported that there was a signal loss on two tele boxes associated with the multiple patient receiver (org). No harm was reported.

Manufacturer narrative:
The customer reported that there was a signal loss on two tele boxes associated with the multiple patient receiver (org). Nk ts is currently working to resolve the issue. No harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following devices are associated with the multiple patient receiver (org) transmitter model number- zm-521pa serial number- (B)(4) transmitter model number- zm-521pa serial number- (B)(4)

Event description:
The customer reported that there was a signal loss on two tele boxes associated with the multiple patient receiver (org). No harm was reported.